Manufacturer narrative:
Clarification to d.6a.: january 2020 and july 2022. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: jalali, arash. ¿nonsurgical rhinoplasty using the hyaluronic acid filler vyc-25l: safety and patient satisfaction in a retrospective analysis of 492 patients.¿ journal of cosmetic dermatology, 22 sep. 2023, https://doi.org/10.1111/jocd.15997. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article, "nonsurgical rhinoplasty using the hyaluronic acid filler vyc-25l: safety and patient satisfaction in a retrospective analysis of 492 patients," author reported that patients were injected with 0.3¿0.5ml juvéderm® volux¿ xc for nonsurgical rhinoplasty; severe cases received up to 0.7ml. Injections were made deep to the perichondrial/periosteal plane using a 30g needle (radix, rhinion, and supratip) or 25g cannula (columella and tip)." Approximately 4-6 weeks after injection, all patients returned for touch ups which was typically 0.1¿0.3ml. Author noted all patients experienced early transient edema. 123 patients experienced bruising, 18 patients experienced residual asymmetry, and 3 patients who were injected in the nasal tip experienced suspected vascular occlusion. Patients with vascular occlusion were treated with hyaluronidase, single dose of 40-50mg prednisone, and aspirin. Each occlusion resolved without additional complications and all other adverse events self-resolved.